Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to flattened keypad dome switches. The insulin pump was received with a cracked case on the display window corners, minor scratches on the display window, cracked battery tube threads, cracked reservoir tube lip and scratches on the reservoir tube window.

Event description:
Customer reported the esc button on the insulin pump was not responding. Customer¿s blood glucose was 107 mg/dl. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.